Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient was expected to be showing more progress with speech and language development than she has shown with her implant to date. Slow progress has been noted since activation (approximately (B)(6) 2016). In addition, the patient was admitted to the hospital on (B)(6) for IV antibiotic treatment due to an infection which started in the middle ear and traveled over the course of a few weeks to the implant site. Re-implantation has been recommended.

Manufacturer narrative:
Med-el elektromedizinische geräte (B)(4) and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Conclusions: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. The problems described in the patient report appear to match the damage found. Additionally, in (B)(6) 2017 the patient suffered from an infection in the right middle ear and around the right cochlear implant, most likely due to device unrelated medical reasons. A review of the device's sterilization records shows that the device has been subject to a valid sterilization process. The infection was treated with antibiotics. This is a final report.

Event description:
More progress was expected with speech and language development than was shown with the implant. Slow progress was noted since activation. In addition, the patient was admitted to the hospital between (B)(6) for IV antibiotic treatment due to an infection which started in the middle ear and traveled over the course of a few weeks to the implant site. Patient was re-implanted in (B)(6) 2017.